Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ICD exhibited rv oversensing via a merlin.net transmission. Programming options were discussed. No patient symptoms were reported.